Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, the right atrial lead exhibited noise with multiple episodes of auto mode switch episodes. The noise was reproducible with isometrics. The lead was reprogrammed on (B)(6) 2014. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.